Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the proximal rca and one in the proximal lad. Patient was asymptomatic / free of symptoms at 30 day follow up. Patient's cardiac status at 6 month follow up was reported as stable angina. Patient was asymptomatic / free of symptoms at 1 year, 1.5 year, 2 year and 2.5 year follow ups. It is reported that the patient expired approximately 2 years and 9 months post index procedure. Comment from cec adjudication reported as unexplained death. Investigator has indicated that the event was not related to mi and there was no evidence of stent thrombosis. Autopsy report is not available. Ref 9612164-2011-01702, 9612164-2011-01703.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).